Manufacturer narrative:
(B)(4) combined report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision, was requested in order to progress with the investigation, however, this information has not been provided and thus the scope of the investigation was limited. The explanted devices could not be returned to corin for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. Based on the information provided, no further investigation can be conducted and the root cause of the event cannot be determined. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Revision of a trinity modular head and trinity dual mobility ecima insert after approximately 1 month due to infection.